Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and the no delivery test. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, and a minor scratched display window.

Event description:
The customer reported via phone call that she was in the grocery store when the pump was bumped and cracked. Customer's blood glucose at the time of the incident was 222 mg/dl. Customer's current blood glucose was 140 mg/dl. The damage was right below the 3 buttons. Customer also stated that she had a low blood glucose of 44 mg/dl. Customer treated with food and glucose tablets. Customer declined troubleshooting. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.